Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, on june 18, 2024, a single-use implantable drug delivery device indwelling needle was given to the patient for infusion as ordered by the physician, and the healthcare provider could not insert the butterfly-winged steel needle into the body of the tube when inserting the infusion tube needle, and an inspection revealed that the butterfly-winged steel needle was loose, so he immediately followed up with a new butterfly-winged needle and re-punctured the patient. No other information was provided.